Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra-aortic balloon pump (iabp), batteries not holding a charge, there was no patient harm or injury reported.

Event description:
It was reported by customer, that cardiosave intra-aortic balloon pump (iabp) batteries were not holding a charge. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4,b5, b6, b7,d10, d9, e1(event site email, initial reporter name), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) said that the console was not connected to the hospital cart.